Event description:
It was reported that the insulin pump was run over and was badly damaged. The customer's blood glucose was not known. The customer had already discontinued and reverted to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass noted. The insulin pump has cracked reservoir tube lip, minor scratches on display window, scratched case and scratched keypad overlay noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)